Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the patient presented in-office for follow-up visit. Upon interrogation, there was no capture on the left ventricular lead. Patient was asymptomatic. A chest x-ray was performed to confirm position of the lead. The lead had moved due to patient's use of weights during exercise. A lead revision was performed. The patient was in stable condition post procedure.